Manufacturer narrative:
This report is submitted on may 12, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with device use and subsequently the device was explanted on (B)(6) 2017.